Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user required training on rx-verify. A technical support specialist received a call from the customer, who reported being unable to issue medication. Upon remoting in, it was found that the user had not requested a validation code via rx-verify. The specialist guided the customer on how to submit the request, including steps for oh28f53577 and narcotics for a resident, and provided training on the rx-verify process. The system functioned as intended.